Manufacturer narrative:
1/7/1998-supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.